Manufacturer narrative:
Title: clinical trial of pancreaticogastrostomy versus pancreaticojejunostomy regarding incidence of delayed gastric emptying after pancreaticoduodenectomy source: langenbeck's archives of surgery (2020) 405:921¿928. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a prospective study compared pancreaticogastrostomy (pg) and pancreaticojejunostomy (pj) with regard to the incidence of delayed gastric emptying in patients who underwent pancreaticoduodenectomy between may 2013 and january 2016. There were 27 pg patients and 26 pj patients. The device was used for the pancreaticogastrostomy. Complications included: blood loss greater than 500ml, abdominal abscess, and intra-abdominal hemorrhage.